Event description:
It has been reported to the co that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician started the procedure and during the procedure the occlusion balloon deflated unexpectedly.